Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during dwell five of six of peritoneal dialysis therapy. The home patient would complete the therapy with manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.